Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer did not have a backup insulin therapy plan in place and planned to consult their healthcare provider.